Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer returned a representative sample for evaluation. A visual exam was performed and no defects were observed. The outer and inner diameter of the machine side (proximal end) and the outer and inner diameter of the tube side (distal end) of the connector were measured and all were found to be within specification. No dimensional issues were found to suggest that the connector would disconnect during use. A functional inspection was performed by attempting to disconnect the connector from the tube. Initially, the connector was easily able to detach and reattach to the tube. The connector was then pushed further into the tube, as instructed in the IFU, to make it more secure. After doing so, the connector was no longer able to easily detach from the tube. The connector appeared to be firmly in place. No functional issues were found with the connector. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1" the reported complaint of "adaptor disconnected from ett/during use" could not be confirmed since the actual sample was not returned. The customer returned a representative sample in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as the connector was able to firmly sit in the tube without being able to be detached after applying pressure. The inner and outer diameters of the machine side (proximal end) and tube side (distal end) of the connector were all within the acceptable range of tolerances. A DHR review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Event description:
Customer complaint alleges "they are having issues with the ett popping off at the hub, this is the second occurrence". (Other occurrence captured in MFR. Rpt. # 3003898360-2017-00999) there was no report of patient harm. No report of necessary medical intervention.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Samples were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation could not be conducted as not lot number was provided. Customer complaint cannot be confirmed based on the information received and the above findings. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect reported. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "they are having issues with the ett popping off at the hub, this is the second occurrence". (Other occurrence captured in MFR. Rpt. # 3003898360-2017-00999). There was no report of patient harm. No report of necessary medical intervention.